Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded fc1003 upon interrogation. Boston scientific technical services (ts) stated that patient is non-compliant and has not been seen for 4 years. This device was explanted. No additional adverse patient effects were reported. Additional information indicates boston scientific technical services (ts) analysis confirmed that fc1003 appears to be a false trigger. This instance of the fault may be disregarded.